Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-feb-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving therapy via an implantable infusion pump. It was reported that during a pump replacement surgery the catheter was damaged. The catheter was replaced and the explanted device was discarded of.